Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device testing is interrupted when ECG is selected. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The unit would not boot up beyond splash screen. Failure was located to defective flash memory (B)(4).